Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gu trial patient had a really bad reaction. The gu trial was put in on (B)(6) 2013 and either the next day or the day after the patient's skin was swollen and very hot. The patient had to go to the hospital. It was also reported that the trial patient was admitted to hospital about 3-4 days after beginning stim trial ((B)(6) 2013) as she was experiencing swelling and her hands were shaking. It was believed that patient experienced an allergic reaction and had trial removed. If additional information is received, a follow up report will be sent.

Event description:
It was also reported that the following medical condition was reported: allergic reaction. The patient had an allergic reaction to the trial lead. Pain and then red bumps (welts) starting at the lead insertion site, and then progressed toward the spine. Patient went to the ER where they removed the leads, and the patient immediately started feeling better. It was suspected the patient went to ER on the 8/21 but the reporter was not positive of removal - stated 2-3 days after trial start. Additional information received noted that there were no malfunctions; unknown allergic reaction. No additional interventions. The patient was doing fine; will not move forward with therapy.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).